Event description:
It was reported via repair work order that the siderail would not lock due to a broken weld at the base of the side rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.